Event description:
The pt was (B) (6) male with prox-rca artery. It was tortuous and serious calcification and 90% stenosis. A 7f ari was engaged and the physician inserted a bmw wire. He pre-dilated with ryujin (2.0x20mm) balloon. He then advanced the stent to the lesion. He attempted to inflate the device, but it did not work. While replacing the inflation device, he found the hub crack. The cypher was removed and a new one was successfully used to complete the procedure.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the united states; however, it is similar to united states distributed cypher product (cxs).